Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code), d10.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Another contact info: (B)(6). The customer reported via the emergency support program that the sensation plus 50cc displayed a fiber optic (fo) sensor failure alarm during use. The nurse confirmed there was no kink or fold in the fo cable and had already unplugged and reconnected it once. Esp personnel guided her to repeat the reconnection, confirming proper arrow to arrow alignment, and then instructed her to transition from fo to transducer pressure monitoring. The fo cable was coiled, taped, and labeled as fiber optic sensor failure, do not use. Limited complaint details were obtained as the nurse declined further information. No patient harm or injury was reported.

Event description:
It was reported by the customer through emergency support program that sensation plus 50cc had fiber optic (fo) sensor failure alarm during use. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp personnel asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately. Esp personnel then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as fiber optic sensor failure. Do not use. Minimal complaint information obtained as nurse did not wish to retrieve all the information. She was appreciative of the support and denied any additional needs. No harm or injury to the patient was reported.